Event description:
On (B)(6) 2009, the patient underwent endovascular repair of a thoracic aortic aneurysm using a gore® tag® thoracic endoprosthesis (tg3110/06578538). The procedure was concluded without endoleaks present. On (B)(6) 2009, the patient was discharged of the hospital. Aneurysm diameter was 44mm. Endoleaks and other adverse events had not been revealed to the patient. Later in two more follow-up studies, aneurysm diameter had shrunk to 33mm. Endoleaks had not been present. On (B)(6) 2011, in two-year follow-up study, a type ii endoleak had been revealed. Aneurysm diameter was 33mm. On (B)(6) 2012, in three-year follow-up study, the type ii endoleak had persisted. Aneurysm diameter had been unchanged. A wait-and-watch approach was taken to the endoleak. On (B)(6) 2012, in four-year follow-up study, the type ii endoleak had still persisted. Aneurysm diameter had remained the same. On (B)(6) 2013, in five-year follow-up study, aneurysm diameter had increased to 40mm with the persistent type ii endoleak. A wait-and-watch approach had been continued to the endoleak. The patient completed his five-year follow-up studies.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.